Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the circumstance that led to shock was she just walked to the store, got in line and felt her ins heat up and felt like it was coming out of her skin. Patient explained she has to turn ins off and then she forgets to turn it back on. When riding a bus she has to turn ins off. Patient stated she 'knows' she got shocked. She has no doubt about it. She is affected by this device because it is controlling her nerve, her whole body. She feels electrical shocks when she goes through (B)(6), when she walks into the store. She saw her hcp about 2 weeks ago at the beginning of may. But hcp never checked the device. Patient also reported she had blood in bladder and high blood pressure and retaining fluid. Information omitted pertained to related (B)(4) shocking, retention, emi and constipation, lead break.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who reported problems with their ins, stimulation increasing on its own, the device shocks them in certain aspects of their job, the device affects their heart, and the device affects their ability to lift over five pounds. The caller reported that they have to have an MRI. Later on that day, the consumer called back saying thy have been getting shocked by the device or it feels like it warms up and is going to come out of their incision when they are at a store or a smaller smoke shop near the security gates. The patient said they talked to someone (didn't know who or when) and the ins had turned itself up and they had to decrease it. The patient said they felt the same pinching pain again and they noticed that their device had increased. The consumer then said that they decreased stimulation and the pinching went away, but they are still feeling a pressure that has been present since prior to the implant and they want to do an MRI of theback to see if that is the reason. The consumer also mentioned that they do not feel right as they don't go to the bathroom at all when they are at work, they ignore any symptoms, and they have to use a catheter after work. As a result of what was reported, the call center redirected the patient to their healthcare p rovider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported she thinks she 'got shocked by the electronics in the store'. Caller reported she 'does not know if it was electrical. Felt like battery came out, like when a cut burns.' The patient was on 'level 3 on number 9' when she checked pp after 'electrical shock'. Patient stated she felt this sensation at the top of her ins implanted in her right buttocks. Caller reported felt uncomfortable stimulation when she was riding the bus and felt stimulation down her leg on program 3 it was confirmed with programmer that therapy was on. The patient decreased stimulation and the uncomfortable stimulation was eliminated. Caller stated she does not have uncomfortable stimulation anymore because she turns stimulation on when riding the bus. Caller switched to program 2 and does not feel stimulation in her leg. Caller stated she felt stimulation in the groin at a comfortable level. Troubleshooting resolved reported issue. There were no further symptoms or complications reported or anticipate.